Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed data from the date of the reported complaint was overwritten due to continued patient use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. On testing, an ez-prime function was performed without incident. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2012, the patient reported that he was hospitalized three weeks ago due to hypoglycemia. The patient said that he collapsed and was transported to the hospital via ambulance. The patient claimed that more recently his bg reading was 1.5mmol/l and oral carbohydrate consumption resolved the low bg without the need for medical intervention. No signs or symptoms of hypoglycemia were reported; the patient claimed that he has hypoglycemia unawareness. Customer technical support attempted to troubleshoot these incidents but the patient was unwilling to answer any questions about the events or about the device. This complaint is being reported because the cause of the hypoglycemic events remains unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.